Event description:
Per biotronik representative, this lead dislodged and was successfully repositioned. The lead remains implanted. Should additional information become available, this event will be updated.